Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the initial cgm reading was 125 mg/dl. Then, the pediatric patient went to school where he had "low" cgm readings according to school authorities and the patient was given some juice. The parent was then called by the school after a fingerstick was done and the cgm reading was low, and the blood glucose reading was 243 mg/dl. No symptoms were reported, but the patient was taken to the hospital by their mother, where another fingerstick was taken, and blood glucose reading was still 243 mg/dl. The patient was treated with 5 units of insulin per injection and was given unspecified intravenous fluids. According to the mother a few hours after insertion, the wearable also failed. There was no documentation of further medical intervention. At the time of the report the patient was doing good. Additionally, the patient was in (B)(6) during the event and received treatment at the hospital there. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.